Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('portion of an essure coil embedded within the myometrium in right cornu') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), fatigue ("exhaustion"), cushingoid ("moon face"), premature menopause ("early menopause"), cyst ("cyst") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with attached cervix and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, hypersensitivity, abdominal distension, fatigue, weight increased, cushingoid, premature menopause, cyst and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, cushingoid, cyst, embedded device, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, premature menopause and weight increased to be related to essure (ess205). The reporter commented: essure removal date as per pfs is (B)(6) 2020 (scheduled surgery). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: final diagnoses: total hysterectomy with attached cervix and left salpingo-oophorectomy benign cervical and endocervical tissue with several nabothian cysts measuring upto 0.4 cm in greatest dimension inactive endometrium bilateral essure coils one within myometrium of right cornu, the second within lumen of left fallopian tube representative sections of fallopian tube are unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received-event portion of an essure coil embedded within the myometrium in right cornu were added. New reporter, lab data, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), fatigue ("exhaustion"), cushingoid ("moon face"), premature menopause ("early menopause"), cyst ("cyst") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (upcoming surgery to remove implant device on (B)(6) 2020). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, abdominal distension, fatigue, weight increased, cushingoid, premature menopause, cyst and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, cushingoid, cyst, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, premature menopause and weight increased to be related to essure (ess205). The reporter commented: essure removal date as per pfs is (B)(6) 2020 (scheduled surgery). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), fatigue ("exhaustion"), cushingoid ("moon face"), premature menopause ("early menopause"), cyst ("cyst") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (upcoming surgery to remove implant device on (B)(6) 2020). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, abdominal distension, fatigue, weight increased, cushingoid, premature menopause, cyst and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, cushingoid, cyst, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, premature menopause and weight increased to be related to essure (ess205). The reporter commented: essure removal date as per pfs is (B)(6) 2020 (scheduled surgery). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.